Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited system failure alarm and ?control key switch bgnd test" occurred during flow deliver accuracy testing. No patient involvement reported.

Manufacturer narrative:
Other, other text: h3: one medfusion pump was received in good condition with no physical damage found. The event history log was reviewed and the reported alarm was found. The device was turned on and flow delivery accuracy test and occlusion tests were performed. There was no sign of the unit experiencing system failure "control key switch bgnd test". Upon using biomed mode/diagnostics menu and performing keypad test, all keys were found to be working as intended. The reported issue was unable to be replicated and the cause of the issue could not be determined. The keypad was replaced as a preventative measure.